Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Drill keeps detaching from drill shaft when in use. On checking before usage, drill feels locked in place. Orthopaedic lead (B)(6) informed me that this issue is a regular occurrence though this is the 1st time that it has had an adverse effect on a patient. The specific flexi drill shaft involved in this particular report was not identified so all flexidrills from the hospital are being returned for examination. All have been replaced with new drill shafts but (B)(6) report that the problem still persists.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device malfunction, xxx, will no longer be reported as there has not been a serious injury associated with this failure within the past 2 years. Please consider this the last manufacturer report number submitted against this malfunction.

Manufacturer narrative:
Corrected information: (B)(4) in follow-up #2 was incorrectly reported. The device malfunction, device interaction (2+ devices) : will not lock/unlock will no longer be reported as there has not been a serious injury associated with this failure within the past 2 years. Please consider this the last manufacturer report number submitted against this malfunction.